Event description:
The event is reported as: alleged issue: device not holding the suture. The tips do not meet. No pt injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is incomplete at time of this report.